Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, she was passed out and cracked a rib and hospitalized due to unconscious with hypoglycemia on unknown date. The customer¿s blood glucose level was unknown at time of incident. The customer was assisted with troubleshooting. The customer was treated with emergency medical service and hospitalization. The device will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported of being transported to the hospital via emergency medical service and being admitted to the hospital around (B)(6) 2019 due to passing out and cracking a rib caused by low blood glucose. The customer was not sure of treatment given either by the emergency medical service or the hospital. The customer had not worn the insulin pump. The customer declined troubleshooting.